Manufacturer narrative:
(B)(4). The device was manufactured june 15, 2015 - june 16, 2015. The device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the device¿s distal luer. After the luer cap was removed, the device was found to flow normally without stopping until the device was emptied. A second functional flow test was then performed by refilling the device. After fill, the device flowed normally with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse. The reporter stated that the expected infusion time was 48 hours. The device was connected to the patient for 96 hours; however, the device did not infuse any solution. The device had been filled with 34.01mg/ml fluorouracil in 0.9% sodium chloride solution to a total fill volume of 101.6ml. There was no patient injury or medical intervention associated with this event. No additional information is available.